Manufacturer narrative:
With all the information available, boston scientific confirmed the reported allegation of coagulation function deficiency. The product analysis identified a proximal fracture to the fiber tip; therefore, the reported coagulation function deficiency is confirmed. Analysis identified excessive tissue adhesion on the fiber tip, indicative of excessive tissue contact. It is likely that burying the fiber tip in tissue, excessive manipulation and cleaning of the fiber tip during the procedure contributed to the fracture. The IFU informs user that: excessive or rough cleaning of the fiber tip may result in damage to the fiber, do not bury the tip of the fiber into the tissue, not bend the fiber at sharp angle.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, it was noticed that the coagulation function was not working and there were no error codes. Therefore, the fiber was changed. The procedure completed successfully and there were no patient complications. The returned fiber was analyzed, and it was found that the fiber tip was fractured.